Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) changed from black-white to black-black during operation, and the plug deployment button could not be pressed despite application of force. The device was withdrawn from the body, and the procedure was completed using manual compression. There was no reported patient injury. A 7f non-cordis catheter sheath introducer was used. The device and sheath were retracted together until pulsatile flow significantly slowed or stopped; however, the indicator window did not change to solid black and instead showed a black and white pattern, and no red color was observed during retraction. Pulsatile flow was observed from the bleed-back indicator. The device was attempted to be deployed outside of the patient, but deployment was not achieved. The procedure was interventional and performed using a retrograde approach. The operator was trained to the device. The device was stored and prepared according to the instructions for use, and no visible damage to the device or packaging was noted prior to use. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.